Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, a pacing failure occurred suddenly, and it returned to normal when the battery was replaced. The patient had cardiac arrest during the incident. After replacing the battery, the product continued to be used. The epg was returned for servicing. No further patient complications have been reported as a result of this event.